Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen went dark and an unspecified malfunction alarm occurred, and pump date was incorrect; cause was unknown. Additionally, it was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Bg was treated via a correction bolus. Reportedly, the customer reverted to manual injections for insulin therapy.